Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer¿s blood glucose was 165 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.